Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for a hemorrhagic varicose vein during an unknown procedure performed on (B)(6) 2023. During the procedure, the tip of the clip was noted bent when leaving the working channel of the scope. Additionally, the distal part of the catheter was bent. The procedure was completed with another device. Note: a photo was submitted by the customer showing the clip assembly incorrectly positioned into the bushing. Additionally, it could be observed that the distal part of the catheter near the bushing was bent. There were no patient complications reported as a result of this event.